Manufacturer narrative:
Additional information: d10. The reported field event of loss of wireless communication was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14683. It was reported that the patient was in the clinic for an unrelated issue. Interrogation of their pacemaker showed the right ventricular lead capture threshold was high. Fluoroscopy was performed which revealed the lead had slightly dislodged. The patient was asymptomatic. The lead was re-positioned on (B)(6) 2020. During the procedure, the patient's pacemaker lost all wireless communication. The physician explanted and replaced the device. The patient was stable throughout.